Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and duplicated the reported incident due to the battery could not fully charge. The fse noted that the battery had been replaced, and on the last maintenance, the battery mode was conducted without any incident. The fse replaced the battery as a regular replacement, and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that when therapy started with the cs100 intra-aortic balloon pump (iabp), during patient transfer with battery mode, the iabp generated a low battery alarm and shutdown. The iabp was replaced to continue therapy. No patient harm, serious injury or adverse event was reported.